Manufacturer narrative:
Corrected data: upon further review, it was determined that the date of event (section b3) was inadvertently omitted from the initial report. The correct event date is (B)(6) , 2026. Additionally, certain information was inadvertently not included in the initial MDR report and has now been incorporated into this supplemental submission. Accordingly, the relevant fields have been updated. Section a3b: gender: declined to answer section b3: date of event: (B)(6) , 2026 section b5: the affected eye is unknown/the account is unsure. There was no incision enlargement, no sutures and no vitrectomy required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6a date implanted: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted.\ section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Efforts were made to contact the customer account for additional information regarding the complaint, but no response has been received to date. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A crack at one of the haptic junctions of the zcb00 model intraocular lens (iol) was noted after its implantation in the patient's operative eye. The suspect iol is not available for investigation as it remains implanted. No further information is available.